Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens opacity (cataract; anterior subcapsular) was observed. Phaco-emulsification (cataract surgery) and iol implantation was performed. The problem was resolved. The cause of the event was the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).